Event description:
It was reported the patient complained of postoperative bilateral lower extremities pain due to nerve irritation. The patient was admitted for 48 hours for pain control then discharged with home health. On (B)(6) 2014 the patient went to the ER complaining of increase pain in the low back and bilateral lower extremities. The patient has requested to have her scs system removed. Surgical intervention is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.